Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2021-04402.

Manufacturer narrative:
Additional information: h6 (health effect-clinical code).

Event description:
Additional information: the patient expired a few weeks after the tavr.

Manufacturer narrative:
The device was not returned for evaluation. The imagery was provided by the complaint site and the following is observations: multiple struts were flared outwardly at the outflow side. The looping of guidewire lumen and distal end of the commander caused the valve struts bent outwardly. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions for use (IFU) and training manuals were reviewed: IFU commander delivery system with s3/s3u thv, ce, device preparation manual, ous, procedural training manual, ous. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case." The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time." A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. The reported event was confirmed through the provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history, and manufacturing mitigation's provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, "patient who underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. Valve on commander was introduced through esheath with common high push force but, after passing esheath tip, guidewire looped and, with it, also the distal end of the commander system. Guidewire manipulation did not remove the looping and vice versa it forced the loop to bend also the valve frame". Per imagery review, the bent struts appeared contributed by the looping of the guidewire lumen/distal of delivery system. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". In this case, the high resistance during the delivery system advancement was unable to be determined due to limited information. So, if the excessive force was applied to overcome the high resistance, it could lead to the bent struts and looping guidewire lumen/distal delivery system as reported. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding a patient who underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. The 26mm sapien 3 ultra valve and the 26mm commander delivery system were introduced through the 14f esheath with common high push force. After passing the esheath tip, the guidewire looped on itself and with it, so did the distal end of the commander delivery system. Guidewire manipulation did not remove the looping and the valve frame was bent during this manipulation. The implanter decided to approach device tip with a snare from right arteria radialis to remove the loop, which was successful. Due to bend in frame, it was decided not to proceed. Withdrawal of the valve within the esheath tip did not seem feasible , therefore,an attempt to deploy the valve in aorta abdominalis was performed. However, the commander delivery system leaked (likely was damaged during the guidewire manipulation). Additional attempts to deploy the valve with other maneuvers, were unsuccessful. A vascular surgeon removed the valve surgically and the tavi procedure was postponed.